Event description:
Allegedly, the product was mixed according to directions from sales representative and it hardened within one minute. Doctor was not able to inject. The back up device had the same issue occur. This lead to a delay in surgery greater than 30 minutes. The implantation site/procedure was the fibula.

Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2015-00018.